Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with (B)(4) bluetooth device/download was performed and failed due to disconnected from transmitter. A review of the share logs was performed and a pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was found to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product returned for investigation. An exterior physical visual inspection and passed with a voltage measurement of 0.21 vdc. A pairing with (B)(4) bluetooth device/download was performed and failed.